Event description:
It was reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was 104 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed self test. No unexpected buzz sound or audio/beep anomaly noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected j2 on lcd connector and no unlocked connector noted. Pump received with minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. (B)(4).